Manufacturer narrative:
The device was evaluated on site by completing a visual inspection, an operational test and swapping the ECG cable which confirmed the intermittent malfunction. The reported defect was replicated. A replacement therapy assembly and a replacement processor assembly were installed resolving the customer¿s complaint. The device was returned to service at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device had an intermittent ECG malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.